Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of hi (greater than mg/dl) on the advantage system compared back to back with a result of 147 mg/dl on the dr's meter when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.